Event description:
Surgery date: 2004. Pt underwent a two level anterior cervial disectomy fusion with infuse. Four days post-op pt presented with swelling. Upon return fo the o.r. For debridement the pt went into cardio-pulmonary arrest. The pt required a tracheotomy. The pt is currently doing fine. Pt's symptoms resolved and was dismissed from the hosp the 10th day.